Event description:
It was reported that during a laparoscopic roux-en-y gastric bypass, the device cut but did not deploy any staples. The device made a low sounding click during the firing but the surgeon did not think it was the safety lock out and continued the firing sequence. There was no adverse consequence to the pt. The procedure was completed with another device of the same product code.